Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; 0.014 guidewire fragmentation during up and over technique; fragment left in patient; successful completion of implant; no known patient consequence. The most likely cause of the wire fragmentation during the up and over technique was the angulated iliac vessels (anatomy-related) in combination with the off-label neck anatomy (intentional user-error). Procedure-related harms and the final patient disposition could not be ascertained due to the lack of medical information surrounding the implant procedure. The patient was reported as doing well post a successful implant procedure; there have been no reports of further negative patient sequelae. The guidewire was returned for evaluation. Sample evaluation confirmed the reported event. Based on the reported event, the wire was used in a manner that is inappropriate for the design of the wire. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).

Manufacturer narrative:
The device involved in the event is pending sample evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
During the deployment of an ovation main body, the physician attempted to snare with a 0.014" guidewire. When the physician attempted to pull the wire into the 14fr sheath at the aortic bifurcation, the radiopaque tip of the guide wire came off and it was observed that the wire was floating in the aneurysm sac. The physician decided to exclude the aneurysm sac along with the radiopaque tip using the endograft. The procedure was successfully completed with a new wire. The final patient disposition was reported as doing well.